Event description:
Per the clinic, the patient experienced pain at the magnet site. The patient wore a soft pad to achieve adequate retention; however, the patient continued to experience discomfort and pain due to the tightness and strength of the magnet connection to the implant. A reduced-strength magnet did not provide adequate retention. Due to the pain, the patient was unable to wear the processor for extended periods of time. The patient also reported discomfort with sound quality in noisy environments and excessive acoustic feedback from the processor. Subsequently, the internal magnet was explanted under general anesthesia on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.